Manufacturer narrative:
The device was returned to ventec for an evaluation. Ventec performed an evaluation on the device and downloaded the device's electronic logs. Ventec confirmed that the device was operating to specification and observed proper device operation through functional and performance testing. Ventec reviewed the electronic logs around the reported event date and time, which indicated nominal device operation. There were no alarms that would indicate there was a malfunction. Ventec reviewed the preset (#2) that was used by the customer at the time of the event and observed that the patient circuit disconnect alarm was turned off. As this alarm was turned off, the device would not alarm for alarms that are turned off and the device was operating as intended.

Event description:
A director of respiratory reported to ventec that a patient expired while on the ventilator. The facility stated that there was no audible alarm when the patient was disconnected from the ventilator. The customer was not sure if the patient expired as a result of being disconnected or if he was disconnected at all. The customer also stated that they believe he expired due to cardiac arrest. There are no allegations of a device malfunction, the customer was requesting the logs for review.